Event description:
It was reported that a painpump2 over-infused 400cc of .25% ropivicaine in 8 hours following a total knee procedure. The pump was programmed to deliver 8 cc/hr with a 2 cc bolus. According to the physician, the patient did not experience any negative side effects and no additional treatment was needed. The patient was reported.